Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a noise image. The issue was found during an unknown procedure, and it was completed using a similar device. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the color tone of the image was abnormal due to damage to the charged coupled device unit. The medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the non-reportable findings are as follows: insulation resistance value did not meet the standard value and the image is noisy during up/ down directional angle operation due to damage to the charged coupled device unit, waterproofing was not possible due to deformation of the control unit, and the universal code was wrinkled. Based on the results of the investigation, it is likely that the following led to the malfunction: due to the leaked fluid that invaded the charged coupled device unit. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image". Olympus will continue to monitor the field performance of this device.